Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported in FDA medwatch report # mw5092586: a (B)(6) y/o male pt was taken to operating room on (B)(6) 2022 for open reduction and internal fixation of right tibial plateau fracture. The surgeon attempted to drill cortical screws into the tibial plate during the open reduction internal fixation when two drill bits were broken off into the bone. Surgeon determined that attempting to retrieve the broken fragments would cause more harm for the bone versus leaving them in place and that it would not after the pt's overall function. Surgeon provided disclosure to pt."